Event description:
It was reported that the patient presented for routine generator change. During the procedure it was observed that the right ventricular lead had an insulation breach with externalized conductors. All lead measurements were otherwise stable. The lead was later explanted and replaced during a separate procedure. The patient was stable.

Event description:
New information notes noise and high capture threshold on the right ventricular lead.

Manufacturer narrative:
The reported events of high pacing threshold, noise, insulation abrasion and lead bent were confirmed. As received, a complete lead was returned in four pieces. Visual inspection of the lead found the ptfe liner of the inner coil was abraded and external insulation abrasion consistent with friction to the device can breaching the proximal region and the the optim sheath at the proximal region of the lead. Additionally, the lead was bent in one of these locations. The cause of the reported events of high pacing threshold and noise was isolated to the external insulation abrasion exposing the inner coil. Correction: b5 - the complaint of bend should have been included in the initial report.

Event description:
It was reported that the patient presented for routine generator change. During the procedure it was observed that the right ventricular lead was bent and had an insulation breach with externalized conductors. All lead measurements were otherwise stable. The lead was later explanted and replaced during a separate procedure. The patient was stable.